Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three unknown prodisc-l devices migrated postoperatively. This information was obtained from a presentation and additional information is unknown. This report is for one unknown prodisc-l poly inlay. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown prodisc-l poly inlay. Part and lot numbers were not provided by reporter. UDI number is not available. It is unknown when devices were implanted and if they were explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.